Manufacturer narrative:
The returned device was evaluated. No issues with the fluid path was observed that would result in a failure to deliver insulin. The exposed portion of the soft cannula was found to be stretched. The cause and time of occurrence could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) levels reached 302 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. As treatment, changed the pod and took a correction bolus with the new pod.